Event description:
Left common iliac was very tortuous shaped like an s measure at 9.3mm. Physician did not pre-dilate. He placed a serb65-10-30-80 protege stent. Physician post-dilitate with 8mm x 30mm x 80mm sailor balloon. Post procedure flow looked great, results looked great. Patient came back 9 days later with cold leg and no flow. Stent had migrated distally 1 1/2 to 2 inches and 1/3 of the way down from proximal marker bands the stent concaved. It was discussed with the physician that the stent migration may have been caused by the stent being undersized. When the patient came back with no flow and a cold leg, the physician lysed it. He then used a balloon to open the stent up. Had to go through the side of one of the protege stents struts. He then placed a balloon expandable stent, and tacked the protege to the wall of the artery. Flow was restored and the patient is doing fine.